Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient needed some adjustments. The patient has been having issues with her left leg for the last six months. The patient went for an injections today and spoke with her health care provider (hcp) about seeing if it could go down both legs. The patient has always had trouble with her left leg but was having more trouble with it. The ins went down her right leg but now the patient needs it down her left leg. The symptoms were a gradual onset. The company representative was meeting with the patient on (B)(6) 2014. It was confirmed that the patient had a 50% or greater symptom reduction. The patient had a new pain area and needed new coverage, it was not related to the device. Reprogramming was needed. The patient received assistance from her doctor or company representative and her concerns were resolved.